Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. Other relevant device(s) are: product ID enveor-n-us lot number 0008417441use by date (B)(6) 2017, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed and moved upward and resulted in moderate paravalvular leak (pvl). During the retrieval of the delivery catheter system (dcs), the nose cone "got caught" on the paddle, causing the valve to dislodge. The valve was attempted to be retrieved above the sinotubular junction with the use of a snare but was unsuccessful due to a small anatomy and the position of the valve. The patient became hemodynamically unstable and was placed on bypass. The valve was removed surgically and a surgical bioprosthetic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.